Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during final tightening of a locking screw into a fibula plate, the tip of the driver fractured intra-operatively. The procedure was conducted on the left surgical side and was successfully completed using another device without patient consequences, impact, or delay. All debris was removed. Attempts have been made and no further information has been provided.